Manufacturer narrative:
The insulin pump was received with critical pump error (open book) and pump error 35noted in alarm history due to moisture damage noted on force sensor. Analysis was unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. The insulin pump was received with missing retainer, missing reservoir tube o-ring, fading serial number label, minor scratched case, minor scratched display window and cracked at battery tube case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is damaged. Customer's blood glucose was unknown at the time of incident. No further details given.